Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touchultra 2 was showing a battery sign and would not work. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015. The patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of "shaky and dizzy" several minutes after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, and meter required a new battery, as the ultra 2 meter and contains two batteries, one for the normal function and the other for the back light, the patient swapped the batteries around, however the issue remained. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.